Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the sds.

Event description:
The customer reported a patient using the binaxnow covid-19 ag test extraction reagent as eye drops. The patient's eyes were flushed with water as steps listed. The patient then presented to the emergency room and was forwarded the sds. The patient declined further treatment as listed the steps had already been performed. The patient did not suffer negative effects. No further information was provided. According to the package insert in195000 v1.0: 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Although the volume is too low to likely cause serious adverse events, due to the ingredients of the reagent and the sensitive nature of the eye, there is moderate risk of serious injury to the eye. Therefore, the incident shall be considered reportable.